Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator, performed testing per manufacturer specifications. The ventilator passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator displayed an inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.